Event description:
Allegedly revised because tibial component was loose.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Event device code is addressed in package insert. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same event as 1043534-2007-00184, 00183. This event occurred in another country. The following dates are estimated. Only the year is known: implant date.